Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at a hospital. The cause of death was severe diabetic hypoglycemia. When the spouse returned from work, after 6pm, he discovered the customer on the floor. He checked the customer's blood glucose and it was at 0.6 mmol/l so he called the paramedics. The spouse stated that he assumes the customer must have delivered a bolus without having a meal. The caller declined returning the insulin pump for analysis.